Event description:
Baxter healthcare qa department was notified by independent investigator, on behalf of hospital regarding possible cross contamination of 121 pts who required hemodialysis during inpatient hospitalization at hospital or at a satellite prison facility between january 17th through march 29th, 1999. The center had changed the disposable blood line sets used in conjunction with the 1550 hemodialysis machine during this time. Upon initiation of the change of the disposable blood line sets the healthcare professional (hcp) noted increased frequency of blood backup into the arterial transducer protectors on the disposable set along with frequent high arterial pressure alarms on the 1550 hemodialysis machine. This issue occurred with multiple lot numbers of the disposable sets. On march 25th, 1999 blood was noted on the arterial metal male luerlock connection of the 1550 hemodialysis machine to the external disposable transducer protector during routine cleaning of the device after a pt treatment. This device was removed from service by the in-house biomedical technician and internally examined. Blood was then noted on the internal side of the device in the 6 inch tubing, internal transducer protector and the transducer. The remaining 11 devices were then removed from pt use for eval. Ten of the 11 devices were noted to have blood in the 6 inch tubing, internal transducer protector and the transducer. The remaining device is a backup device. All devices were serviced and placed back in use. The customer reports they have since changed to the baxter distributed disposable blood line set and the issue of frequent high arterial pressure alarms and blood backup into and through the transducer protectors has not recurred. The center is now placing 2 transducer protectors on the arterial monitor line for each pt treatment. Some pts are known human immunodeficiency virus and hepatitis b carriers. All pts who received hemodialysis treatments during the time period of january 17th through march 29th, 1999 have been tested for human immunodeficiency virus and hepatitis. Results are pending at this time.